Event description:
It was reported that during continuous renal replacement therapy (crrt) on a prismaflex machine, an external blood leak occurred due to the disconnection of the vascular catheter. An alarm was not triggered by the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; however, the device was evaluated on-site by a baxter qualified technician. Upon evaluation it was determined all components were found within specification. Functional testing including pressure sensor calibration was performed with no issues noted. A short simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. By review of the current clinical circumstances reported including the results from on-site testing, no malfunctions were identified with the machine and therefore it is unlikely that use of the prismaflex machine caused or contributed to the non-serious event of blood loss. Should additional relevant information become available, a supplemental report will be submitted.